Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; product ID l-evolutfx-2329 (lot: 0012665465); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29, during the loading process, the valve inverted at the point of hands together. The valve was reloaded successfully. During the first deployment attempt, the valve was recaptured; however, it was not able to be fully recaptured. The valve was recaptured enough to be redeployed and was subsequently implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29, during the loading process, the valve inverted at the point of hands together. The valve was reloaded successfully. During the first deployment attempt, the valve was recaptured; however, it was not able to be fully recaptured. The valve was recaptured enough to be redeployed, and was subsequently implanted in the patient. No patient complications have been reported as a result of this event. Additional information was received that chilled saline without ice was used in the loading bath; however, it was noted that it wasn't very cold. A smooth, continuous motion was used when marrying the valve and the delivery catheter system. The inflow portion of the valve was squeezed just below the waist at the skirt for loading the valve into the loading funnel. The valve was recaptured due to a deep implant depth initially.

Manufacturer narrative:
Updated data: d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.